Event description:
Hill-rom was informed that there was a problem with the brakes on the bed, and that account staff were injured. A hill-rom technician inspected the bed and determined that the brakes were inoperative. The brakes were replaced and the bed functioned within all specifications. No additional information was provided by the customer to hill-rom in regards to the alleged injury to the staff member(s). Hill-rom is continuing its investigation of a possible injury and will send a follow up report if it is determined from the results of the investigation that an injury occurred.

Manufacturer narrative:
An investigation of the device determined that the brakes malfunctioned.